Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-mar-2026, a facility representative reported via (B)(4) that an ar-7905 zone navigator anterior cannula could not advance the needle during a meniscus repair. The meniscal needle was removed and wetted with saline, and it still would not advance. A new anterior cannula ar-7905 was opened, and the needle passed without issue. The repair was completed successfully with no patient harmed.